Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: was there any reported patient or user harm? ## yes. Did the patient/user require any medical or surgical intervention as a result of the event? ## no. Did the patient/user require extended hospitalization as a result of the event? ## no. What is the patient¿s/user¿s status/outcome following the event? ## "[redacted]". Was there a significant delay? ## . If available, provide the product order number (po). ## . Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Due to stick out one of the users was injured on the thumb while crushing the crystal in demabond adv. No further information was provided from the user. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. The glass broke and stick out. The user was injured on the thumb while crushing the crystal. No further information was provided from the user.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with a crushed ampoule and dried formulation present within the applicator bulb. The filter was observed to be purple in color, consistent with contact with the formulation. Additionally, the device was returned with its packaging opened. Further inspection identified a puncture in the applicator bulb through which a glass shard was protruding. A corresponding puncture was also observed in the butyrate tube. Despite these conditions, visual inspection confirmed that all components of the applicator were present and properly assembled. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.